Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had everything but ovaries removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have cervix carcinoma ("me I have also had pregnancies cancer cells on my cervix") and was found to have a pregnancy with contraceptive device ("pregnancies"). The patient was treated with surgery (had everything but ovaries removed). Essure was removed. At the time of the report, the medical device removal, cervix carcinoma and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered cervix carcinoma, medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had everything but ovaries removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have cervix carcinoma ("me I have also had pregnancies cancer cells on my cervix") and was found to have a pregnancy with contraceptive device ("pregnancies"). The patient was treated with surgery (had everything but ovaries removed). Essure was removed. At the time of the report, the medical device removal, cervix carcinoma and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered cervix carcinoma, medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.